Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md had the sheath inserted into the femoral artery. When removing the iab from the tray, the membrane began to unwrap and the iab could not be used. The md inserted another iab-s840c without complications. The pt is in stable condition.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction; therefore, it is reportable. Evaluation: the iab and hemostasis device were returned for eval. Blood was noted on the exterior surfaces of the iab. The bladder was loosely unwrapped. The hemostasis device was on the catheter approx 63cm from the distal tip of the iab. The one-way valve was attached to the lock connector. An in-house .025" guidewire was fed thru both ends of the iab with ease. The one-way valve was tested with a vacuum gauge and passed all tests. A vacuum was pulled on the iab and it held. The iab was submerged and pressurized in water. No leaks were observed in the iab and the bladder. The bladder thickness was measured and was within spec. The reported event of the membrane unwrapping is unconfirmed. There was no problem found with the iab.